Event description:
It was reported that the patient presented for a postoperative follow-up with a pocket infection and fever. Swelling and redness were noted at the device pocket. The physician did not believe the infection was procedure-related and believed it may have been attributable to incomplete sterilization of the pacemaker. On (b)(6) 2026, the pacemaker was explanted, and the right atrial and right ventricular leads were capped. The patient remained in stable condition.